Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog) and are unknown.

Event description:
It was reported the prefilled remodulin cassette malfunctioned. It stopped running and alarmed no disposable tubing and kept beeping and beeping. No patient injury was reported.